Manufacturer narrative:
The field service representative could not find anything suspicious. He performed maintenance, which includes an exchange of the pinch tubes and a probe adjustment check. No further outliers have been reported to occur at the site. A specific root cause could not be determined based on the information provided. The low result was most likely caused by pre-analytical sample handling.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer reported that they received an erroneous result for one patient sample tested for total prostate-specific antigen (tpsa). The patient has had known elevated tpsa values. The sample initially resulted as 2.48 ng/ml and this value was reported outside of the laboratory. The measurement was performed from an aliquot of the sample which was placed in a cup on top of a tube. The physician doubted the initial result. The sample was repeated and resulted as 100.0 ng/ml on (B)(6) 2014. The sample was then automatically diluted and repeated with a dilution factor of 50, resulting as 693.3 ng/ml on (B)(6) 2014. The sample was also repeated an additional time, resulting as 100.0 ng/ml on (B)(6) 2014. The sample was then again automatically diluted and repeated with a dilution factor of 50, resulting as 645.6 ng/ml on (B)(6) 2014. Repeat measurements performed on (B)(6) 2014 were performed after a new calibration with a new reagent lot (lot number 181690). The patient was not adversely affected. The tpsa reagent lot number was 178045. The reagent expiration date was asked for, but not provided.